Event description:
During an atrial fibrillation procedure, the patient experienced a cardiac tamponade which required a pericardiocentesis. After isolating both pulmonary veins, an hd grid was placed inside each vein, and bidirectional block was being confirmed by pacing when a drop in blood pressure was observed. A cardiac tamponade was confirmed by transthoracic and intracardiac echocardiography, and adrenaline was administered. After some time, blood pressure stabilized. Although the accumulation of blood was minimal, a pericardiocentesis was performed. A CT scan was then done, and the patient was monitored in the ICU. The patient remained stable. The physician is not certain what caused the effusion.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.